Event description:
Boston scientific received information that this left ventricular (lv) lead was displaying no capture at maximum output. During lead revision, it was found the lead had become dislodged. The lead was successfully removed. A different lv lead was then attempted but would not stay in the target branch. The patient is scheduled for epicardial lead implant. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.